Event description:
Customer reports patient was on an i.v. Of sodium penathol and a muscle relaxant in preparation for orthopedic surgery. The patient was receiving general anesthesia through a mask and was not intubated. The clinician reports. They were unable to get gas flow through the system and noticed the patient's oxygen saturation level had dropped to 76%. Upon examining the circuit they observed the inspiratory limb was blocked. They began to ventilate the patient with 100% oxygen using an ambu bag until another circuit was obtained. The patient fully recovered with no further sequelae.